Event description:
It was reported that cartridge alarm 20 occurred while customer was using pump. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area of pump as advised by technical support, reloaded same cartridge, and successfully resumed insulin delivery, and no additional actions were required.